Event description:
Meter name: profile, strip name: one touch, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: dizziness, weak. Their meter allegedly had no power. The result on their meter was: unable to test. The result on the doctors meter was 250 on nov. Treatment was: none. No further information has been reported.